Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon fibers in me - vaginal [foreign body in reproductive tract]. Pain - vaginal [vulvovaginal pain]. Rips in genitals [genital injury]. Genital irritation [genital discomfort]. Genital inflammation [genital tract inflammation]. Tampon caused pain, irritation and inflammation upon removal [complication of device removal]. Case description: consumer reported via social media that the tampon fibers were left in her after use. No serious injury was reported.